Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the outlet filter. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to the compressor was turning on and off. The patient was not harmed or injured as a result of the event.